Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor issues and had to replace sensor and transmitter. Blood glucose level at the time of the incident was 404 mg/dl. Customer stated that the sensor alerted sensor updating. The sensor is not expected to return.